Manufacturer narrative:
On 10/10/2012 the service technician received a call from the gi scope washer stating that 4 bulkheads were blocked. The service technician then contacted the chief engineer to alert him of the situation. The chief engineer wanted his staff to handle the repair/replacement of the bulkheads. On 10/14/2012 the chief engineer called custom ultrasonics to dispatch a service technician to check the gi machines for proper operation. The machines were shut down until the service technician inspected them for proper operation, on 10/15/2012 the machines were inspected the flow was good. The parts were not returned to the manufacturer. The investigation revealed that the disinfectant of choice as previously stated on MDR 2523209-2012-00004 may have caused the blockage. There were no reported injuries. During this time frame there may have been a low risk of infection associated with this breach, cannot confirm if any risk to patients. Contacted the gi manager and infection control for additional information, to date no returned calls.

Event description:
No flow through the bulkheads.